Event description:
The affiliate reported the customer alleged approximately three milliliters of clear fluid leaked outside the instrument, from the pinch valve on-sheath flow resistor involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a cut in the sheath line tubing at the upper sheath restrictor. The fse replaced the tubing and resolved the fluid leak issue. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).